Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient requested information regarding material used for manufacturing of implants. Patient requested clarification on the meaning of the date included in the label visible on the implant usage card asking why these dates are different and if the products are coming from the different sets. Customer also requested clarification if any of the implants was subject to a recall. As per the patient, the surgery performed on (B)(6) 2011 was not successful, the leg operated was lengthen by 5 cm and the hip was immobilized.

Manufacturer narrative:
Reported event: an event regarding pain and limb length discrepancy involving an accolade stem was reported. The event was confirmed. Method & results: the device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "no evidence exists for device-related factors to contribute to the problem, neither would this be likely given the type of problem which is completely determined by the position of the devices in question relative to the bone and is not related to any materials or manufacturing issues. - from the patient-related perspective we could mention the prior existent but probably asymptomatic leg length difference although the fact that this was not recognized by the surgeon during preoperative investigation and planning would make this also a procedure-related aspect. - if recognized timely, the surgeon can modify his arthroplasty technique to either accommodate this into his plan or explain the patient prior to surgery that such a difference may remain to exist because not all leg length differences can be properly managed with arthroplasty. This event is not device-related." -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. The device was not under the scope of a recall. Conclusions: a medical review was performed and concluded that this event is not device related. Further to this the clinicians diagnosis indicated; " leg length difference caused by implantation of devices at an inappropriate level". No further investigation is required at this time. If further information becomes available or the product is returned this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient requested information regarding material used for manufacturing of implants. Patient requested clarification on the meaning of the date included in the label visible on the implant usage card asking why these dates are different and if the products are coming from the different sets. Customer also requested clarification if any of the implants was subject to a recall. As per the patient, the surgery performed on (B)(6) 2011 was not sucesful, the leg operated was lengthen by 5 cm and the hip was immobilized.